Manufacturer narrative:
(B)(4). Per field service representative (fsr), he was onsite for another repair when the user facility's biomedical engineer informed him of this complaint. He replaced the oxygen (o2) sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported during use of the device for a non-clinical activity, the electronic patient gas system (epgs) kept alarming. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's technical support specialist, during notice of field correction on 09-jan-2018, the latest software for the electronic patient gas system (epgs) was changed to the maximum allowed oxygen (o2) hours from 300,000 to 100,000. In loading the software it will automatically reset the o2% hours to 0. By april 2018, the o2% hours was >100000. User facility's that leave their heart lung machines (hlm) powered up all the time are likely to see this issue. The o2 sensor was discarded per field service representative (fsr).

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.